Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis (characterized by abdominal pain) on (B)(6) 2024. The patient¿s pd nurse reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was diagnosed with peritonitis and treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, there were no reported fluid leaks or issues with fresenius products in relation to this event. The patient continues pd with the same cycler.